Event description:
A peritoneal dialysis (pd) patient's caregiver reported a liberty select cycler had a blank screen problem. Issue occurred in unknown phase/cycle of dialysis. The patient pressed ok / stop and touched the screen but screen remained blank. The ok and stop keys did make some sound when pressed, the reported issue is not a result of the supplies. Fresenius technical support advised to discontinue use of this cycler, and it was replaced due to blank screen issue. The patient was advised to contact pdrn to inform of replacement. Upon follow up it was reported that patient was only able to do a partial treatment on the day of reported event. No harm or adverse events were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. A known good inverter board was installed and the display became operational.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.voltage verification check passed. System air leak test passed.valve actuation test passed.pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems.there were no visual discrepancies encountered during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s)a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.